Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. According to the report from the clinician, the device will not be returned. The lot numbers of the affected device was received and the device history record was reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained form the information provided. When more information is received, or the device be returned to be investigated, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery the pt suffered a proximal fracture of the femur without subsidence. The surgeon tried to fix the fracture with dall-miles cerclage wire around the proximal femur. According to the reporter, it is not sure if the fracture occurred during rasping or during stem impaction. This complaint happened in a clinical study (cls brevius) and the event was reported as mild adverse device experience. The pt tolerated the surgery well and was allowed full-weight bearing 40 days post surgery.